Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that none of the buttons are responding on the pt's infusion device. The problem began when she attempted to program a bolus. The pt changed the battery and the infusion device displayed e8 (power interrupt), but the buttons still would not function. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device requested to be returned for evaluation.